Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 117-355s and heparin was administered. There were 2 re-sheath were performed due to implant depth was too high. The final implant depth was 1.96mm on the non-coronary cusp (ncc) and 3.48mm on the left coronary cusp (lcc). After the procedure, the patient had total atrioventricular (av) block with cardiac decompression. On (B)(6) 2025, a double chamber pacemaker was implanted. The patient required prolonged hospitalization.

Manufacturer narrative:
An event of heart block was reported post navitor implantation procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported patient effect heart block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Post procedure, a permanent pacemaker was implanted, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
An event of heart block was reported post navitor implantation procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported patient effect heart block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Post procedure, a permanent pacemaker was implanted, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.